Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/28/2015 with the following findings: the black box data ranged from (B)(6) 2015 to (B)(6) 2015. A review of the available black box data did not show any power interruptions. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The test cap was able to fully tighten to the pump. The battery compartment was found to be intact. The pump powered on normally to the verify screen. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no power issues occurring. The pump casing was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).